Event description:
On (B)(6) 2023, a patient underwent an implanted port placement procedure using MRI power port isp in the right subclavian vein. One year seven months and twenty-seven days post a port placement, the catheter was found to be broken off by ir and allegedly float to the heart. The catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo and two x-ray images was provided for review. The photo shows the polythene cover in which the port, catheter and cath lock were kept inside and noted separately. Both x-ray images depict the device in the right subclavian region. In the first film, the majority of the catheter has separated from the port and has migrated in the right atrium. In the second film, the catheter is not fully visualized but appears to be intact. Therefore, the investigation is confirmed for the reported fracture, migration and material separation issues. The definitive root cause could not be determined, based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent an implanted port placement procedure using MRI power port isp in the right subclavian vein. One year seven months and twenty-seven days post a port placement; the catheter was found to be broken off by ir and allegedly float to the heart. The catheter was removed. The current status of the patient was unknown.